Event description:
I had allergan textured teardrop implants placed following a mastectomy on (B)(6) 2016 (serial numbers upon request). An MRI on (B)(6) 2019 found the right implant ruptured. Surgery on (B)(6) 2019 to replace the implants showed the left also ruptured but was not caught on MRI (photos upon request). These implants were less than 3 y/o and should not have ruptured. Surgery required. FDA safety report ID# (B)(4).